Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-27. The patient stated they just got out of the hospital for the fourth time because of "problems" with the pump. The patient stated it was the same problem over and over again. It kept leaking. All the fluids would go all over the patient's body because the catheter disconnected from their spine. The patient reported their healthcare provider (hcp) operated on him the past saturday ((B)(6) 2019). The patient stated that prior to the procedure, the hcp had to lower the morphine levels because he was so high that the hcp was afraid to operate at that level. The patient stated the hcp was reducing him at 15% per month and the most recent time he reduced it 70% because they could not wait any longer. The patient was redirected to follow-up with their hcp to discuss symptoms/issues with the pump therapy. It was indicated the issue began "like 6 months ago" relative to (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 1,000 mcg/ml fentanyl at a dose of ¿150 mcg/ml.¿ the reason for use was not reported. It was reported that the patient was not getting pain relief. The doctor had attempted catheter access and was unable to aspirate. There were no environmental/external/patient factors that may have led or contributed to the issue. During the surgery on (B)(6) 2019, the doctor was able to remove a portion of the spinal segment and insert a new spinal segment. The spinal segment was not intrathecal/patent, so a new spinal segment was implanted and connected to the remaining portion of the old spinal segment and pump segment. The catheter was patent at the end of the procedure. The new segment was connected in the back and aspirated successfully through the cap (catheter access port). The hospital was in possession of the catheter and they were unable to determine return status. The customer was notified that the product should be returned. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.